Event description:
Albumin infusion started at 2030 on this pump. Infusion was checked at 2100 and 2130 and infusion was running without problems. At 2200 pump was noted to be off. When starting pump up again it alarmed system failure. No warning or alarm noted that pump was failing or going to shut off.